Event description:
It was reported that the right ventricular lead was capped on (B)(6) 2009 due to low impedance and high thresholds. The lead was removed on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.